Event description:
It was reported that the helix mechanism of the lead was not working during procedure. Lead was not used. A new lead was implanted. Patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Additional information: (B)(6) 2017.